Event description:
It was reported that the customer was unable to clear the low battery alert on her insulin pump despite several battery changes. At the time of reporting, her blood glucose was 500mg/dl, which she was treating with a manual injection. The customer was assisted with clearing the alarm. Troubleshooting appeared to show the device working properly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.